Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the emergent endovascular treatment of a ruptured abdominal aortic aneurysm. Vessel morphology was reported as very tortuous and calcified. It was reported that the bifurcated stent graft was inserted and deployed successfully. The contralateral limb was then inserted from the right side. However, during deployment of the stent graft, the last three stent rings of the stent graft would not deploy. The physician attempted several times to deploy the stent graft; however, was unable to completely deploy the stent graft. The physician elected to convert the patient to an open surgical repair and the event was resolved. Per the physician the cause of the deployment difficulty was related to the patient¿s anatomy of tortuous and calcified right iliac access vessels. No additional clinical sequelae were reported.

Event description:
Additional information received as follows: it was reported that the right external iliac artery had a 90 degree angulation with presence of diffuse calcification. The physician attempted several times to deploy the stent graft however was unable to completely deploy the stent graft. The blue handle of the delivery system was rotated but the radiopaque portion of the graft cover remained in place. The physician cut the graft cover of the delivery system and tried to pull it down using forceps but was unable to retract the graft cover. The physician elected to convert the patient to an open surgical repair and explanted the device. The delivery system was observed to be contextually crushed due to calcium plaque that caused a major acute angle with relative stenosis. The physician elected to perform an aortofemoral bypass from the right side to the left iliac artery and the event was resolved. Per the physician the cause of the deployment difficulty was related to the patient¿s anatomy of tortuous and calcified right iliac access vessels. The patient expired within 24 hours due to an intestinal infarction. It was noted that the intestinal infarction was likely a consequence of hemodynamic shock which was the medical condition at the time of the index procedure.